Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lxi 725 clinical system generated random high sodium (na) results. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) performed a preventive maintenance. Root cause is unknown.